Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A physician reported that during a procedure there was poor aspiration in phacoemulsification and irrigation/aspiration modality. There was no patient harm. Additional information has been requested but not received.

Manufacturer narrative:
Additional information has been provided. The company service representative examined the system and was able to replicate the reported event. The aspiration flow rate did not meet product specifications. The fluidics module was replaced. The system was then tested and met all product specifications. Based on assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the nonconforming fluidics module. The manufacturer internal reference number is: (B)(4).